Event description:
Additional information reported the patient was having a loss of pain coverage post replacement in the right upper extremity and right should blade. Reprogramming was also done prior to the revision and there was some improved pain in the right shoulder only. Additional information updated the lead replacement date to (B)(6) 2015. The etiology was noted as the lead and the event was related to the device or therapy and possibly related to the implant procedure. On the day of replacement impedances were checked and showed impedances were good in all eight contacts. Two weeks following replacement the patient was receiving good paresthesia coverage and good pain relief in their upper right extremity. The event was considered resolved without sequelae.

Event description:
It was reported following a replacement the patient had stimulation in the wrong location and a shocking or jolting sensation. The device was originally implanted for their right arm and right leg but the pain was spreading. The stimulation was not covering the right arm but was covering the right leg. When the stimulator was on the patient had uncomfortable pain in their shoulder. It was like the patient was getting shocked in the middle of their back and it would spread sideways and wouldn¿t go up and down. This had been happening since the patient turned their device on after implant. Two electrodes were found to have high impedances. The patient was scheduled for a cervical lead revision. It was noted the patient also had a lead implanted for her lower extremities and they were doing very well with that lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a lead revision on 2015-(B)(6). The patient¿s cervical lead was replaced and a new lead was implanted. There was no obvious lead fracture. The patient¿s revision went smoothly with good impedances in the end and she was receiving optimal therapy after the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).